Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The physician was attempting to pass a taxus express2 8.8% 2.75 x 16 mm stent through another stent in the right coronary artery (rca). However, while passing through the taxus stent was hung up on the other stent. The physician then decided to pull the taxus stent out. While pulling the taxus stent out the stent came off the balloon and lodged in the proximal rca. The dislodged taxus stent was deployed with several quantum maverick balloons. A taxus express2 8.8% 2.5 x 12 mm stent was deployed in the target lesion of the rca to successfully complete the procedure. No complication or injury was reported. Pt status is reported to be "satisfactory/good."